Event description:
The account alleged that the bed will not go into trendelenburg. No pt impact.

Manufacturer narrative:
The account replaced teh right trendelenburg handle bolt to resolve the issue.